Manufacturer narrative:
This device is used for treatment and not diagnosis. The product development event evaluation stated: the design is adequate for its intended use and did not contribute to this complaint condition. The hammering of the insertion handle¿s distal sleeve guide hole was responsible for this complaint and determined as not the result of a design deficiency. Parts 03.010.045 and 03.010.063 are determined to be suitable for their intended use when used as recommended. Therefore, this complaint is invalid from a design perspective.

Manufacturer narrative:
This device was used for treatment not diagnosis. Additional narrative: the concentric scratches on the outer surface indicate an interference between the protection sleeve and the insertion handle. The deep longitudinal straight groove suggests the same but instead of pulling the device back, it has probably been forced in the hole and then forced out - the severely deformed exit hole suggests this. This deformation has probably led to the second problem, when the screw could not be properly inserted. The deformation is so severe that it is visible with naked eye and puts the dimension up to -0.23 mm out of the tolerance. The exit hole surface - that should be flat, according to the drawing - also shows obvious deformations. The above findings clearly indicate that this device was subject of a misuse which makes the complaint invalid.

Event description:
It was reported during a lefn (lateral entry femoral nail) procedure, the surgeon had a problem with two of the lefn instruments. When inserting the 03.010.063 trocar (12.0mm/8.0mm protection sleeve 188mm)it would not go through the 03.010.045 (standard insertion handle). Another trocar from the rafn (retrograde/antegrade femoral nail) set which also did not work. The surgeon was unable to insert an oblique locking screw. A second problem occurred with the same 03.010.043 trocar. When the screw went through the trocar, it was unable to exit the side closest to the bones. The surgeon had to remove the screw and use the screw from the rafn set to successfully insert the screw. The surgery was prolonged 15 minutes. No further information was provided. Patient status/outcome following the procedure was not provided. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.